Event description:
Reporter indicated that the site's handheld computer would not turn on, and would not charge. When plugged into the outlet, the light to indicate charging was occurring would not turn on. The MFR is awaiting the arrival of the product for analysis.